Event description:
A securi-t percutaneous replacement gastrostomy device was used during a securi-t replacement procedure on a female patient in 2008. According to the complainant, "the customer claimed that [there] were some black [spots] on the device during usage from nursing home". Reportedly, the customer was requesting information on how to clean the black spots. The device was placed into the patient 2 months prior at the hospital. Information was given to the patient on how to remove the spots by using a brush or some vinegar. It was stated the condition of the black spots didn't improve and seemed to have gotten worse. Reportedly, at approximately 2 months later, the device was replaced with a new button device, manufacturer unknown. Reportedly, "the inner bolster and the cap have been broken, [and] the hospital cut [and sent] them to a culture testing center". No patient complications were reported as a result of the event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The suspect device has been received but an evaluation has not been completed. Therefore, a failure analysis is not available, the relationship between this device and the cause of the event is undetermined.